Event description:
Based on information obtained, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an unrelated surgery and the device was never turned back on post-procedure. Subsequently, the patient did not charge the device for two years and the ipg has become inoperable. Field representative met with the patient to troubleshoot but when attempting to establish a connection with external devices, an error message displayed suggesting the device was inoperable. As a result, surgical intervention may occur.